Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse oximeter had been used in a patient's home and was missing display segments. There is no reported patient harm associated with this event.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored.